Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer disconnected at t:lock. Tandem technical support educated the customer on off label usage. Customer's blood glucose level was 49 mg/dl. The customer consumed carbohydrates to address bg level. Tandem technical support guided the customer on the proper way to disconnect from the site.